Event description:
The customer reported that his olympus high definition lcd monitor was not producing an image during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the device evaluation, the user¿s report was confirmed. The unit was not powering on at all (and therefore, not producing an image) during testing due to a printed circuit board failure. Additionally, the front and rear panels were found cracked. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
Additional information was received regarding the reported event (loss of image). The event occurred during a procedure and there was no patient harm or consequence reported as a result of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the power failure was due to a printed circuit board failure (g1 board). The root cause of this event was unable to be identified. Additionally, the root cause of the loss of image was unable to be identified. Olympus will continue to monitor field performance for this device.